Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 518mg/dl. The customer treated with manual injection. The customer indicated that the issue was resolved by a complete set change. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.